Event description:
It was reported that during a laparoscopic cholecystectomy procedure,when trying to clamp the cystic artery, the clip did not form correctly. The surgeon used four different devices which did not work. They had to use a re-usable device to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.